Event description:
On 2017-07-17, information was received from a consumer regarding an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient moved and wanted to have their battery checked as it isn't holding a recharge well. The device goes down faster than it used to. The patient was sent to a physician listing. No symptoms were reported. No further complications were reported or anticipated. On 2017-07-19, additional information was received reporting issues on their rechargeable device. It was reported that their ins was depleting more quickly than it used to, noting that they use to charge it once a week and now they had to charge it more frequently and it would go down so fast. It was reported that the patient thought that the battery must be wearing out because of its age. The patient stated that they had not changed their settings at all. The patient stated that when the ins charge was down to ¼, they could not charge all the way up to full, because the ins battery got physically hot. The patient state that it burned their ¿butt¿. It was asked if they their skin got hot or if it was hot in the pocket and the patient stated that it was getting hot inside by the device and they could feel it on their skin as well. The patient stated that the ins was getting hotter than it used to. It was reported that it got so hot that it ¿melted the fat layers between the device and the skin,¿ noting that the ins used to be ½ inch deep and now it¿s ¿right under the skin¿. It was reviewed that charging the ins more frequently for shorter durations may decrease the heating issues. The patient was advised to follow-up with their healthcare provider (hcp) regarding their charging issues and related symptoms. The patient indicated that they had moved and they were in the process of obtaining a new managing hcp. It was reported that the event occurred the last four to five months in 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they charged less often, and waited to recharge until the battery was at 50% instead of 75%. The patient stated that now they only charge when it gets down to 25%. They noted that recharging is still slower, and it still gets hot, but they just deal with it. No further complications were reported or anticipated.